Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05277. It was reported the pt could no longer increase the amplitude. Over time the pt lost stimulation. An impedance check revealed invalid contacts. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.